Event description:
Pt's spouse (B)(6) reports issue with 1 cassette (pt tossed so no lot number available). Pts spouse noticed a kink in the cassette tubing. Pt was able to remix and attach a new cassette without any issues or disruption in therapy. (B)(6) did mention it was not a recalled cassette. No additional info, details, or date available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking information is not applicable as no pump issue was reported. Photographs were not provided. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we replace the cassette? No, but pt had more; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to cvs/caremark by pt/caregiver.